Event description:
Initially, a small cutting device (multiple passes performed) was used, tissue was removed, but significant plaque remained. A larger cutting device was used next. Device was passed multiple times. Follow-up angiogram showed an obvious perforation. The perforation was treated with soft balloon dilatation. Final angiogram revealed less than 10% stenosis, with no visible perforation.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. There were two devices used, neither of which had device information reported.